Event description:
Review of service data detected a reportable event. During servicing, battery pack (B)(4) was found to have a damaged connector. The last patient to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. Upon evaluation, the battery pack connector was found to be damaged. The root cause of the damage cannot be positively identified but is likely physical abuse. No adverse event resulted from the defective battery pack. The last patient to use this battery pack did not report any deficiencies.